Event description:
I had prk at (B)(6) in (B)(6) and now I have blurry vision all the time - they tell me it is because I have severe dry eye. They prescribed xiidra and I used it for two weeks and now my eyes are even worse. Product type: drug/biologic. Name of the product as it appears on the box, bottle, or package: xiidra. Did the problem stop after the person reduced the dose or stopped taking or using the product: no.